Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the described error patterns indicate due to the device¿s age that the cause for the issue is wear and tear. A connection to a third-party repair can also not be excluded as well. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the eyepiece funnel was broken. The following non-reportable malfunctions were found during the device evaluation: there was a non-olympus outer tube and meniscus used, the fiber had breakage, and there was debris in the optical system. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the hysteroresectoscope had the black round eyepiece fall off. The issue was found during reprocessing. There were no reports of patient harm.